Manufacturer narrative:
As the customer's qc was acceptable, a reagent issue can be excluded. The patient is taking lots of medication. Product labeling addresses limitations-interference that could cause low creatinine results: "drugs: no interference was found at therapeutic concentrations using common drug panels. Exceptions: rifampicin, levodopa and calcium dobesilate (e.g. Dexium) cause artificially low creatinine results. As tested according to clsi recommendation methyldopa causes artificially low creatinine results. Dicynone (etamsylate) at therapeutic concentrations may lead to falsely low results. Acetaminophen intoxications are frequently treated with n-acetylcysteine. N-acetylcysteine at a plasma concentration above 333 mg/l and the acetaminophen metabolite n-acetyl-p-benzoquinone imine (napqi) independently may cause falsely low results. Venipuncture should be performed prior to the administration of metamizole. Venipuncture immediately after or during the administration of metamizole may lead to falsely low results. A significant interference may occur at plasma metamizole concentrations above 0.05 mg/l." The malfunction is consistent with a sample related issue. No sample material is available for investigation. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). The customer's calibration and qc data were acceptable. Abnormal probe sucking alarms were observed on the customer's alarm trace data. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant low results for 1 patient sample tested for creatinine plus ver.2 (crep2) on a cobas 6000 c (501) module compared to the abl method. The initial result from the c501 module was 0.99 mg/dl. This result was reported outside of the laboratory where it was questioned by the nursing staff as the result was not compatible with the status of the patient. The sample was repeated on the c501 module with a result of 1.02 mg/dl. The sample was tested by the abl method and the whole blood result was 2.06 mg/dl and the serum result was 2.44 mg/dl. The result of 2.06 mg/dl was believed to be correct. The customer suspects an interference as the patient takes a lot of medication and is positive for covid-19. The c501 module serial number is (B)(4).